Manufacturer narrative:
Follow-up #1 (6/17/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found; the primary complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 12pm. The patient reported blood glucose results of "328 and 56 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine. Prior to testing, the patient claimed he had a "brassy taste in his mouth." The patient ate 2 peanut butter crackers as treatment. The patient denied testing with another meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient does not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿brassy taste in his mouth" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.